Event description:
A 5-pack hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation procedure in 2007. (Patient age and weight unknown). According to the complainant, during the procedure, the physician had correct scope placement, and the machine heated up to ablating temperature. Four minutes into the ablation, the machine diagnosed a fluid loss: the nurse hit stop twice to send cold saline to the patient, the case was then stopped and the patient received a 5 mm by 8mm vaginal burn sidewall to the vagina in about the middle third of the vagina, the physician applied silverdine cream. The patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.